Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, episodes of undersensing were noted on the device. The patient was diagnosed with tachycardia so no reprogramming was carried out. The patient was stable and will continued to be monitored.